Manufacturer narrative:
Since the valve has been implanted for over 11 years, it¿s very unlikely that the stenosis is due to any potential manufacturing issue. The common probable cause for stenosis is due to pannus overgrowth. From the information received the valve remains implanted. Without the return of the valve for analysis, a root cause of the issues cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years 8 months post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve with a transcatheter valve due to aortic stenosis. No other adverse patient effects were reported.